Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose readings over 400 mg/dl while using an ilet system, despite two set changes and a manual insulin dose; tubing showed no visible bends or leaks, and a supply check confirmed insulin dripping, although drops were delayed. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included the need for troubleshooting and education, use of backup insulin therapy, and guidance to follow the healthcare professional¿s plan; no professional medical intervention or hospitalization occurred. Investigation included user interview, supply and infusion set checks, and review of potential use-related factors. Investigation of this case revealed no device alarms and no observable hardware malfunction, with delayed insulin drops from the tubing suggesting possible flow resistance or use-related factors; the medical device problem and component could not be conclusively linked to a specific failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.